Event description:
A customer reported that the cartridge was not fitting properly on the pump as it wasn¿t fully snapped into place. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl and remained within a normal range. Technical support instructed the customer to remove the pump case, inspect the pneumatic tap area, and remove an o-ring found there. The customer followed on-screen instructions to load the cartridge, successfully resolving the issue without needing further assistance.